Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, pt suffered from frequent pain on the lower part of their right abdomen. Pt has vaginal bleeding, odor, and discharge. Pt still has some incontinence as well as numbness and pain in the vaginal area. The device remains in the patient. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specifications, and co is unable to determine the specific relationship of the device to the event.